Event description:
It was reported that, during a procedure, the jamshidi broke and a fragment of the jamshidi was left in patient¿s pedicle. The patient's bone was reported as very hard and sclerotic. The procedure was completed successfully, although a pedicle which was planned to have screw placement was abandoned. There was a reported surgical delay of 30-45 minutes. There were no reports of adverse health consequences.

Manufacturer narrative:
The customer reported that the patient's bone was very hard and sclerotic and the jam shidi was impacted with a slap hammer as indicated in the surgical technique. As the device was not returned, a definite root cause cannot be determined, however, it is most likely that excessive force was applied to the jamshidi due to the patient's hard bone quality, causing the tip to fracture.

Event description:
It was reported that, during a procedure, the jamshidi broke and a fragment of the jamshidi was left in patient¿s pedicle. The patient's bone was reported as very hard and sclerotic. The procedure was completed successfully, although a pedicle which was planned to have screw placement was abandoned. There was a reported surgical delay of 30-45 minutes. There were no reports of adverse health consequences.